Event description:
An endurant ii cuff stent graft system was implanted for the endovascular treatment of a proximal type I endoleak. It was reported that on after the endurant cuff was implanted, the endoleak still persisted. The physician will follow up with the patient in 30 days. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received: it was reported that 10 heli-fx endoanchors were also implanted during the index procedure as treatment for the type ia endoleak. If information is provided in the future, a supplemental report will be issued.